Manufacturer narrative:
(B)(4) g2: foreign - event occurred in switzerland. H6: suggested component code mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a revision surgery due to a femoral implant fracture. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it was determined this event was reported under mdt983151 0001822565-2026-00607. This is a duplicate report and should be voided.

Manufacturer narrative:
Follow up report updated/corrected: b4,b5,d2,g1,g3,g6,h1,h2 upon receipt of additional information, it was determined this event was reported under mdt983151 0001822565-2026-00607. This is a duplicate report and should be voided.